Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 12/2022).

Event description:
It was reported that during an angioplasty procedure in the axillary vein, the pta balloon allegedly ruptured at 8 atm during inflation and the balloon detached from the catheter. It was further reported that upon removal, the balloon catheter was unable to retract through the sheath. Reportedly, the detached segment was surgically cut down and retrieved using a snare device. The patient was reportedly stable and discharged one hour post procedure.